Event description:
Caller reported a malfunction on pump, indicated by a malfunction code. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.